Manufacturer narrative:
(B)(6). Fricka et al. "To cement or not? Two-year results of a prospective, randomized study comparing cemented vs. Cementless total knee arthroplasty(tka)". The journal of arthroplasty 30 suppl. 1 (2015) 55¿58. Concomitant products: zimmer nexgen bearings, cat#: unknown, lot#: unknown. Zimmer nexgen femoral component, cat#: unknown, lot#: unknown. Zimmer nexgen tibial tray, cat#: unknown, lot#: unknown. This article was written by kevin fricka, supatra sritulanondha, and craig mcasey. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04091, 0001822565-2017-04092, 0001822565-2017-04093, 0001822565-2017-04095. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one (1) patient presented with postoperative arrhythmia in the cementless group, which was treated with medical management and stabilized. No further information has been provided.